Manufacturer narrative:
Correction/removal report number: 3010291427(B)(4) 2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.